Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. During troubleshooting it was discovered that the pump is functioning as intended.